Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day post implant the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and telemetry unable to be established even after attempting the process with a second programmer. It was noted that the patient was larger in nature. Further troubleshooting revealed that there were beeping tones heard when a magnet was applied and a successful magnet reset occurred, however, the s-ICD was still unable to be interrogated and telemetry unable to be established. Subsequently the device was explanted with concerns over possible premature battery depletion. The s-ICD was returned for analysis. No additional adverse patient effects were reported.